Manufacturer narrative:
This blender was manufactured and sold in 2004; it has never been returned to the manufacturer for any of the recommended factory maintenance in the 20 years since. We conclude that improper field service was at fault for leaving the device in a non-conforming state. The user facility reported the malfunction to the FDA (not to the manufacturer), and the FDA later re-routed the medwatch form to us. We requested from the user facility that the device be sent back to us for repair and analysis, but the user facility did not do so.

Event description:
The air / oxygen blender was apparently only supplying 21% o2, per accompanying oxygen analyzer, despite higher knob setting. No patient injury.